Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon had reported that four laser probes lumination lights went off and broke during a surgical procedure. The 1st probe broke and the surgeon had to switch the probe three times more to complete surgery. During the surgery, the pt had a choroidal hemorrhage. Silicon oil was injected into the eye to prevent "aggravation" of the symptoms. The pt returned to the operating room for a second surgery to have silicone oil removed and aspiration of choroidal hemorrhage. The pt is in stable condition.